Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up with post paced t-wave oversensing exhibited on implantable cardioverter defibrillator device. Upon interrogation, it was noted that oversensing was observed only during in-clinic left ventricular capture testing. No interventions were performed and patient remained asymptomatic post interrogation.